Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore ,consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 758 mg/dl. He was treated with manual injection. She stated that he woke up in the morning with a no delivery alarm so he had primed the insulin pump and saw that insulin exited the tubing but had not pulled out the infusion set. She stated that the hospital believed he also had a silent heart attack. She stated that the drive support cap appeared normal. She stated that she did not see any air bubbles or leaks. She was advised to run a manual prime and stated that insulin did exit the tubing. She stated that the basal rate settings were correct and that she would speak with the endocrinologist about the bolus settings. She stated that the insertion site was not sore or irritated. She also reported that he had lost thirty pounds in three weeks. He was being treated with an insulin drip. She was unable to run a high pressure test. Nothing further was reported.